Event description:
It was reported that the surgeon inserted an micl12.6 implantable collamer and the foam tip plunger overrode and tore it as it was entering the eye. The lens was removed without any pt injury. The reporter stated the event occurred during training and was due to a technical error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed that a piece of the haptic plate was torn off and missing and there was a clear surgical residue in the lens. (B)(4).